Manufacturer narrative:
Batch review performed on 17 march 2021: lot 2006365: (B)(4) items manufactured and released on 03-aug-2020. Expiration date: 2025-07-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: ball heads: cocr 01.25.011 cocr ball head 12/14 ø 28 size s -3.5 (k072857) lot. 2006277. Batch review performed on 17 march 2021: lot 2006277: (B)(4) items manufactured and released on 02-sep-2020. Expiration date: 2025-08-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of infection 1 month after the primary and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.